Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized twelve days prior to passing away for a myocardial infarction. The patient was hospitalized at the time of death. Peritoneal dialysis therapy was not being performed with a baxter healthcare device at the time hospitalization occurred. Peritoneal dialysis therapy was being performed during the hospitalization using a facility provided device, but was discontinued in the morning of the day the patient passed away. It was reported that no additional treatment was provided to the patient during the period of hospitalization. The cause of death was a myocardial infarction and an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.